Event description:
This device has caused huge symptoms of breast implant illness including high inflammation in my body, continuous liver problems, hair thinning, skin rashes, fatigue, autoimmune issues and gastrointestinal issues. It caused bacterial infection requiring removal and a grade 3 capsules contracture. Having these implants has caused huge anxiety on top of all the above, as these textured implants are directly linked to the ever more increasing rates of bia-alcl. FDA safety report ID # (B)(4).